Event description:
During a transfemoral tavr procedure, two 26 mm sapien valves embolized into the ventricle. The first sapien valve was deployed in a 40/60 aortic/ventricular position. Tee evaluation showed no paravalvular leak and trace central regurgitation with the guidewire across the valve. The delivery system and guidewire were withdrawn from the annulus. At this point the patient¿s blood pressure dropped and further evaluation of the aortic annulus with tee showed severe central regurgitation. It was thought that one of the valve leaflets could have been caught by the native valve calcification causing the severe central regurgitation. The manipulation of a pigtail catheter in the annulus did not change the leaflet function or improve central regurgitation. A second 26 mm sapien valve was prepared and implanted; however the deployment was lower than intended, due to the delivery catheter not being appropriately adjusted during deployment, resulting in a 30/70 aortic/ventricular position in the annulus. Tee revealed trace central regurgitation. A power injection for aortic root angiogram was done, both valves embolized into the left ventricle during the injection. The patient was converted to surgical aortic valve replacement, a surgical valve was implanted and the two sapien valves were removed. The patient was transported to recovery in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In addition, per the IFU, device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and ventricular movement of the delivery system by the operator. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the central regurgitation on the first valve cannot be confirmed; however, as reported, was thought to be due to one of the valve leaflets being caught on native valve calcification. The cause of the embolization of the two valves into the ventricle appears to be due to a combination of the 2nd valve being deployed too ventricular and subsequent power injection for the aortic root angiogram. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.